Event description:
The customer contacted physio-control to report that their device showed a service wrench indicator in the device's readiness display. Upon evaluation of the device by physio-control, it was observed that the device showed all three indicators (service wrench, charge-pak and attention) in the readiness display. The device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device showed all three indicators (service wrench, charge-pak and attention) in the device's readiness display. The device could not be powered on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the internal hybrid layer capacitor (hlc) batteries were depleted. One of the internal hlc batteries, designator bt2, did not hold a charge very well. A conclusive cause of the reported failure could however not be determined. A replacement device was provided to the customer under warranty.